Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Unit failed leak test, unit leaked at the edge of the keypad overlay. Unit received with intermittent buttons due to corroded keypad traces. No stuck button error alarms noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The screen went blank but when they removed the battery the screen came back on. Customer's blood glucose level was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.